Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had blank display screen. The blood glucose was high as 295 mg/dl at the time of the incident. Customer stated that, the display did not return. Troubleshooting determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents measurement, self test, displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm test and excessive no delivery test. Device was monitored for several days and no blank display anomaly noted. No damage found on lcd isolation tape noted. Device had cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip and minor scratched display window.